Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2024. The most recent information was received on 30-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted (lot no. D30800) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criteria disability and medically important), fatigue ("general deterioration in health with: severe fatigability"), arthralgia ("onset of diffuse muscle and joint pain with no aetiology found"), cognitive disorder ("cognitive disorder"), disturbance in attention ("attention disorders"), balance disorder ("balance disorder"), graves' disease ("severe graves¿ disease,"), intermenstrual bleeding ("metrorrhagia"), impaired quality of life ("impaired quality of life linked to deterioration in general condition") and anaemia ("anaemia"). On unknown date she experienced paraesthesia ("tingling in the extremities"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, cognitive disorder, disturbance in attention, balance disorder, paraesthesia, graves' disease, pelvic pain, intermenstrual bleeding, impaired quality of life or anaemia. The reporter commented: impaired quality of life linked to deterioration in general condition. Reduced working hours and change to position for medical reasons (recognition of the status of disabled worker),. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Batch no. D30800, production date: 2014-11-06, expiration date: 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 17-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted (lot no. D30800) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In september 2016 she experienced pelvic pain (seriousness criterion medically important), fatigue (" general deterioration in health with: severe fatigability"), arthralgia ("onset of diffuse muscle and joint pain with no aetiology found"), cognitive disorder ("cognitive disorder"), attention deficit hyperactivity disorder ("attention disorders"), balance disorder (" balance disorder"), graves' disease (" severe graves¿ disease,"), intermenstrual bleeding ("metrorrhagia"), impaired quality of life ("impaired quality of life linked to deterioration in general condition") and anaemia ("anaemia"). On unknown date she experienced paraesthesia ("tingling in the extremities"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, cognitive disorder, attention deficit hyperactivity disorder, balance disorder, paraesthesia, graves' disease, pelvic pain, intermenstrual bleeding, impaired quality of life or anaemia. The reporter commented: impaired quality of life linked to deterioration in general condition. Reduced working hours and change to position for medical reasons (recognition of the status of disabled worker),. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , general deterioration in health with: severe fatigability [fatigue extreme] , onset of diffuse muscle and joint pain with no aetiology found [arthromyalgia], cognitive disorder [cognitive disorder] , attention disorders [attention impaired] , balance disorder [balance disorder] , tingling in the extremities [paraesthesia of limbs] , severe graves¿ disease, [graves' disease] , metrorrhagia [metrorrhagia] , impaired quality of life linked to deterioration in general condition [impaired quality of life], anaemia [anaemia] , device dislocation [device dislocation] , concentration problems [concentration impairment] , working memory difficulties [memory disturbance] , dizziness [dizziness] , muscle and joint pain [arthromyalgia] , menorrhagia [menorrhagia] , dysmenorrhea [dysmenorrhea] , mastodynia [mastodynia] , dyspareunia [dyspareunia] , preventing her from sleeping. [Disorder sleep] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-apr-2024. The most recent information was received on 02-jul-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. D30800) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of parity 4 (2006, 2008, 2011 and 2015). On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced concentration impairment ("concentration problems"), memory impairment ("working memory difficulties") and dizziness ("dizziness"). In september 2016 she experienced pelvic pain (seriousness criteria disability and intervention required), fatigue ("general deterioration in health with: severe fatigability"), a first episode of arthralgia ("onset of diffuse muscle and joint pain with no aetiology found"), cognitive disorder ("cognitive disorder"), attention impaired ("attention disorders"), balance disorder ("balance disorder"), graves' disease ("severe graves¿ disease,"), intermenstrual bleeding ("metrorrhagia"), impaired quality of life ("impaired quality of life linked to deterioration in general condition") and anaemia ("anaemia"). In 2018 she experienced a second episode of arthralgia ("muscle and joint pain"). On unknown date she experienced paraesthesia ("tingling in the extremities"), device dislocation ("device dislocation"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), breast pain ("mastodynia"), dyspareunia ("dyspareunia") and sleep disorder ("preventing her from sleeping."). The patient was treated with kardegic (acetylsalicylate lysine), analgesic (caffeine, paracetamol), tardyferon (ferrous sulfate), magne b6 (magnesium lactate, magnesium pidolate, pyridoxine hydrochloride), gaviscon (magnesium alginate, sodium alginate), paracetamol ab, optimizette (desogestrel), propranolol (propranolol hydrochloride) and carbimazole gs as well as surgery (bilateral salpigectomy & hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered the second episode of arthralgia, breast pain, concentration impairment, dizziness, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, memory impairment and sleep disorder to be related to essure administration. No causality assessment was received for essure with regard to fatigue, the first episode of arthralgia, cognitive disorder, attention impaired, balance disorder, paraesthesia, graves' disease, intermenstrual bleeding, impaired quality of life, anaemia, pelvic pain or device dislocation. The reporter commented: impaired quality of life linked to deterioration in general condition. Reduced working hours and change to position for medical reasons (recognition of the status of disabled worker), after essure removal, improvement of the patient¿s health status. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hysterosalpingogram] in october 2015: correct position batch 30800, production date: 2014-11-06, expiration date: 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: upon receipt of new follow up it was identified that argus case (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references & all relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00445). 02-jul-2025: medical record received. New events concentration and working memory difficulties, dizziness muscle and joint pain, menorrhagia, dysmenorrhea, mastodynia, dyspareunia, sleep disorder were added. Lab data & treatment drug added. String generated by auto-narrative. Do not modify. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.